Event description:
It was reported that the lead exhibited high pacing threshold.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 32 cm from the connector pin, due to friction with another device, which could cause the high thresholds.